Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this patient's device was reprogrammed to aair mode due to dislodgement of the implantable transvenous right ventricular (rv) defibrillation lead. The lead was not sensing properly and the clinic nurse asked why stored data indicates 100% pacing in the ventricle. Technical services requested that the clinic nurse look at the actual counts. There were only 24 beats (probably due to a pacing threshold test) which made up the 100%. There was no reasonable evidence of a device malfunction. Subsequently, boston scientific received information from another clinic nurse that this patient was last seen in (B)(6) 2010. The device was programmed to dddr mode. At that time, the rv pacing threshold was 1.2 volts at 0.6 ms. The rv sensing was stable and was measured at 25.0 mv. This clinic nurse was unaware of the reported rv lead dislodgement.